Event description:
The customer stated she was hospitalized for unknown high blood glucose levels. The blood glucose levels were 287 mg/dl at the time of call. The customer also stated she is in a treatment center for depression and is taking a lot of new medication. Troubleshooting was performed and the insulin pump passed the prime test. The insulin pump was programmed correctly as well.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.